Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse saw nothing unusual identified in the logs. The fse performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that before use on a patient, the customer turned on the cs300 intra-aortic balloon pump (iabp), and upon power-up, the screen was blank with 4 vertical lines. The iabp was turned off & on several times, plugged and unplugged, but the screen remained unchanged. Back-up iabp immediately was brought into the room to commence treatment. On tuesday morning of (B)(6) 2019, the customer turned the iabp on and the screen came up as it should. Patient information was provided, even though the malfunction happened before use on a patient. There was no patient involvement, and no adverse event reported.